Event description:
The customer reported non-reproducible and erroneously elevated troponin I (access accutni) and creatine kinase-mb (ck-mb) results for seven patients involving the access 2 immunoassay system used in conjunction with the access accutni and creatine kinase-mb (ck-mb) assays and calibrators. Subsequent testing of the patients¿ samples, on an alternate access 2 system, produced lower results for both assays, primarily within the normal reference range. The original results for patients #4 and #5 were released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc) passed on the day of the event and calibrations also passed for both assays. System check, performed on (B)(6) 2013, failed the washed portion percent of coefficient variation (%cv) but passed upon repeat. The patients¿ samples were collected in vacutainer lithium heparin plasma tubes and centrifuged at 4,000 rpm (rotations per minute) for five minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) instructed the customer to perform a 50-repetition precision test utilizing the wash buffer. The precision test had several fliers when the instrument switched from one cartridge to the next. The fse adjusted the ultrasonics from 203v to 197v. The fse noted the fitting at the top of the substrate probe was loose and tightened the fitting. The fse performed a passing 50-repetition precision test utilizing the wash buffer. The results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.